Event description:
It was reported that the patient presented to the clinic for a follow up next day after the procedure. Interrogation of the pulse generator noted that the patient's right ventricular (rv) lead had failed to capture which was addressed through programming changes since the patient was dependent. Fluoroscopy was performed confirmed that the rv lead had dislodged. It was also noted that the helix of the rv lead had extended. The rv lead was explanted and replaced. The patient was stable throughout the procedure.